Event description:
The customer reported the system displayed a fast stop activated error message when selecting high level fluoroscopy. No report of patient injury.

Manufacturer narrative:
No conclusion can be drawn as repair information is unavailable. However, no reports of patient or staff injury were reported.